Manufacturer narrative:
The device has not been returned to the manufacturer and we're unable to complete an evaluation on the affected product. When its' provided we will send a supplemental report with additional findings. We continue in our efforts to follow up with the customer for its' return. (B)(4).

Event description:
Tubing pack raceway was cracked. They removed from circuit. No patient effects. They stated tubing pack had been hanging for months. They went on with patient on (B)(6) and were on about 40 hours when they noticed the crack. They crystalloid primed. No lot numbers available. Product will be returned.

Manufacturer narrative:
The product was returned but no lot number was provided because the piece of tubing with cracks was returned. Cracks in the raceway tubing were confirmed. The evaluation confirmed the reported problem. Based on the results of the evaluation, it has been determined the most likely root cause of the crack in the roller pump tubing can be attributed to the tubing being used for a period of time that was longer than specified. The tubing pack is designed to be used for 6 hours or less and it was reported to be used for 40 hours. The device information was not available. (B)(4).

Event description:
Tubing pack raceway was cracked. They removed from circuit. No patient effects. They stated tubing pack had been hanging for months. They went on with patient on (B)(6) 2016 and were on about 40 hours when they noticed the crack. They crystalloid primed. No lot numbers available. Product will be returned.